Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. Upon reaming, it was shown that the checkpoint was off by 4.0 mm. The surgeon completed the case manually.

Manufacturer narrative:
Reported event: an event regarding a failed reamer verification checkpoint involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 198 found the pt review successfully passed, all associated nprs have been closed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed verification of reamer. There were only 3 other reported events ((B)(4)). Conclusion: all system accuracy check passed, and the 4mm error on the reamer handle was observed. It could be caused by the bumped base array since the time difference between rio registration and cup reaming was over 1 hour and half. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. Upon reaming, it was shown that the checkpoint was off by 4.0 mm. The surgeon completed the case manually.